Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that masimo representative received a call from the customer indicating that they were doing some bench-testing of safetynet, root, and radical-7 prior to the expected go-live date on 08/16/2016. The customer indicated that the category did not act consistently when changing alarm profiles or alarm settings from safetynet. The category set for the profile was not displayed as expected. Masimo representative went on-site and observed that the categories did not consistently stick to the profile during the admit process on safetynet. For example, the monitor was admitted with the "neo" profile. The category should have been "neo" on the root, but it was "adult". The alarm settings was changed from the alarms menu on safetynet. The categories on the root were not consistent with what was configured on the root when alarms were changed from safetynet. No patient involvement.